Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked from the case seal to just below the threads. Opened pump and removed from case. No moisture or corrosion in pump. Verified time and date reset in the black box. Pump was exercised for 24 hrs. On a 1 unit per hour basal program. Pump was powered down for 6hrs. And then powered up. The time and date reset to factory default. Opened pump and disassembled, found the internal battery was corroded.